Event description:
(B)(4). Migraines, mood swings and impossible to have sex. Moving to fast will cause tearing pain , dizzy spells, weight gain and this horrible belly. Please take this out already.

Event description:
#Medwatcher #(B)(4). Had essure implanted and within 3 days I began feeling stabbing sharp pains, very large clots soaking threw pads and contraction like pain on mostly right side. Told doc many times and he refused to believe my symptoms were from essure. Had to suffer 3 more months for hsg test to show right coil broke and migrated down . Had to wait for doc to hear back from conceptus about what he should do. (B)(6) 2013 finally had to have surgery to remove damaged coil and tube, doc was scared to do it ao he called another doc into help. Shortly after right was removed I noticed more pain and cramping and periods got much worse. I've called many times asking for help with this to be told its most likely something else not essure. I was fine before essure. I need the left side out. I cant continue much longer like this.